Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the end of the sheath was leaking while being flushed with saline. Additionally, the device investigation identified the check-flo cap with silicone disc had separated from the proximal assembly. The observation of leaking was made prior to patient contact.